Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales manager (csm) contacted an intuitive technical support engineer (tse) while setting up for a procedure to report that the system was not able to deploy for docking. There was also a recoverable error on the left master tool manipulator (mtm) 2, and the user disabled the mtm. Tse advised that the disabled mtm was preventing the deploying for docking. The customer was using the second console for viewing only and was continuing on with the case normally after manually docking the patient side cart (psc). The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on the system, and it initially powered on without errors. The mtm was disabled, and the procedure proceeded as usual. The procedure was completed robotically. The technical support engineer (tse) was contacted as the issue was happening. This did not affect the patient in any way. The site completed the case using one console. It was a dual console set-up.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator left (mtml) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.